Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the printed circuit board assembly (pcba) was damaged and "blew up." It was reported there was no patient involvement at the time the issue was discovered. It was reported that the pcba was damaged and "blew up". Per good faith effort (gfe) response received 15may2026, the unit was not able to turn on due to the motor controller (mc) printed circuit board assembly (pcba) being damaged. This investigation is ongoing.